Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A clinical application specialist was onsite with a customer observing surgery and reported as the flap was being made for the right eye there was a section of the flap with vertical gas breakthrough. A tag was created as a result from lifting the incomplete section. The patient was cooperative and no additional discomfort was experienced for the duration of the procedure. A bandage contact lens was instilled after treatment was completed for comfort and protection for the rough areas. The epithelium was slightly disturbed but should heal in a few days with the bandage contact lens in place.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. Laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).